Event description:
It was reported that on (B)(6) 2013, during a procedure to remove a synfix-lr system, eight devices were either broken, bent or compromised during surgery. The surgeon was performing an l-5-s-1 anterior lumbar interbody fusion synfix removal due to the patient having osteomyelitis. The synfix aiming device and implant coupling devices were torqued and significant pressure was put on the devices. The first jointed screw driver broke (serial number (B)(4)) completely off as the surgeon placed it in the last screw. He spun the driver counter-clockwise and the device broke at the joint. The surgeon then used another jointed screwdriver (serial number (B)(4)) to remove the screw and the driver bent where the jointed portion and shaft meet. The implant holder was threaded and after being threaded the nipple portion snapped off while it was being pulled through. The two handles with quick coupling were both bent where they are connected to the shaft during the removal of the last screw on the plate. The end plate elevator was chipped at the top part during removal as well. The surgery was successfully completed. This is report 4 of 13 for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR - a review of the device history records for this lot has been requested.

Manufacturer narrative:
This device was used for treatment, not diagnosis. The DHR revealed the 13.5mm synfix mini-open fixed handle aiming device, p/n 03.802.203 lot # 75181, was routed per work order # (B)(4), which included unpack / destroy label, pack/label per (B)(4). The five parts in the lot were released to the warehouse on march 31, 2010. There were no complaint-related anomalies, mrrs, or ncrs associated with this lot. The results of the manufacturing evaluation show that due to an unknown cause, the aiming device was compromised. The material and hardness of the shaft are within specification as well as the hole diameters in the head and the shaft diameter. The bushings that should be in the holes are missing and could not be verified. The instrument conformed to dimensional specifications at the time of manufacturing. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation performed by synthes, this complaint is deemed indeterminate from a manufacturing position.

Manufacturer narrative:
Device was used for treatment, not diagnosis. It was reported that the surgeon does not believe the infection and the synfix system have anything to do with one another. Surgery was delayed 2 hours. It was completed successfully with report of no patient injury. Device is an instrument and is not implanted/explanted. (B)(4). This complaint could have been caused by improper technique (use of aiming device in the loosened state, excessive impaction force, and improper manipulation of implant in-situ); therefore, this complaint is invalid from a design perspective.

Event description:
It was reported that the surgeon does not believe the infection and the synfix system have anything to do with one another. Surgery was delayed 2 hours. It was completed successfully with report of no patient injury.